Event description:
It was reported that 10 bd precisionglide¿ needles experienced needle and syringe separation. The following information was provided by the initial reporter: I have been having an issue with 30g x1/2 pricision glide neddles. We use these needles at our vein practice for sclerotherapy treatments. The needles are used along with bd 1ml tuberculin slip tip syringes. Over the past few months I have noticed more and more that the needles do not stay on . The needles pop off when removing the cap, to hand syringe to the doctor. It used to only happen once in a while. Last week, I had nine needles in one day with this problem. I'm wondering if possibly there may be issues with quality control.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0301760. Medical device expiration date: 2025-11-30 . Device manufacture date: 2020-10-27. Medical device lot #: 1116028. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-04-26. Investigation summary: it was reported the needles would not stay on the syringes. To aid in the investigation, eight samples with the plastic shields were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was tested for the shield pull test and all results were within specification. The testing instructions and equipment at this site do not include a syringe. Therefore, these samples cannot be tested with a syringe. It could be possible the symptom reported is related to the syringe tip, the interaction between the syringe and needle assembly, or the method used when assembling the needle to the syringe. A device history record review was completed for provided material number 305106, lot numbers 0301760 and 1116028. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0301760. Medical device expiration date: 2025-11-30 . Device manufacture date: 2020-10-27. Medical device lot #: 1116028. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-04-26. Investigation summary: it was reported the needles would not stay on the syringes. To aid in the investigation, eight samples with the plastic shields were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was tested for the shield pull test and all results were within specification. The testing instructions and equipment at this site do not include a syringe. Therefore, these samples cannot be tested with a syringe. It could be possible the symptom reported is related to the syringe tip, the interaction between the syringe and needle assembly, or the method used when assembling the needle to the syringe. A device history record review was completed for provided material number 305106, lot numbers 0301760 and 1116028. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd precisionglide¿ needles experienced needle and syringe separation. The following information was provided by the initial reporter: I have been having an issue with 30g x1/2 pricision glide neddles. We use these needles at our vein practice for sclerotherapy treatments. The needles are used along with bd 1ml tuberculin slip tip syringes. Over the past few months I have noticed more and more that the needles do not stay on . The needles pop off when removing the cap, to hand syringe to the doctor. It used to only happen once in a while. Last week, I had nine needles in one day with this problem. I'm wondering if possibly there may be issues with quality control.